Manufacturer narrative:
Other relevant device(s) are: product ID: evproplus-34us, serial/lot #: (B)(4), ubd: 16-sep-2020, UDI#: (B)(4); product ID: evolutr-34, serial/lot #: (B)(4), ubd: 14-oct-2020, UDI#: (B)(4). Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of a 34 mm transcatheter bioprosthetic valve, the valve was attempted and an infold was observed. The valve was retrieved from the patient. A second 34 mm valve was attempted to be deployed but was too high and was recaptured. An infold was observed when the valve was recaptured and the valve was also retrieved from the patient. Severe aortic regurgitation and low cardiac output were observed. A third 34 mm valve was loaded and implanted. Cardiopulmonary resuscitation (CPR) was performed on the patient to attempt to get cardiac output back but the patient died. It is unknown if an autopsy was performed and the cause of death was not reported.

Manufacturer narrative:
Updated data: h6 method code. Images were received and reviewed. Angiography images were reviewed which revealed the following. There are two valve load checks for this event, first load has an overlap that extends to the 5th node and is considered a misload. The second valve load is a good load. In addition, the report mentions a third valve is used for this event but only two of valve load checks are imaged. The imaging provided confirms the first valve during the deployment has an infold present and a second system was loaded and used. The comment ¿an infold was observed when the valve was recapture¿ cannot be confirmed with the imaging provided. The second system was attempted multiple times to implant due to the shallow depth. It cannot be determined by the imaging a third valve was implanted. At 80% it appears during the deployment the working wire has possibly perforated the left ventricle due to the location seen on the imaging. The imaging provided cannot confirm the events stated in the report in regard to the patient pressures, cardiogenic shock, cardiopulmonary resuscitation (CPR), and whether an autopsy is performed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional information was received that the cause of death was cardiogenic shock due to severe aortic regurgitation. It was observed that the aortic regurgitation worsened with each deployment. The blood pressure dropped from 110 between the second and third to 30 mmhg after the third valve was deployed. There was too much stress on the heart with multiple deployments. No autopsy was performed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that the first valve attempted was d250391. The second valve attempted was d227379. The third, deployed, implanted valve was d271610. Section d and section h.2.4 have been updated to reflect the updated serial number. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history record was reviewed for valves d250361 and d227379 and it showed that these products met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Analysis of the two returned valves, serial number (B)(6) and (B)(6), found they were both received in an original valve jar submerged in clear fluid. The valves were discolored, evidence of blood contact. All leaflets are slightly stiff yet flexible, with signs of creasing, from the time the valves had spent crimped inside the dcs capsule. The valves were submerged into cold saline for five minutes to initiate loading simulation. Upon loading, both paddles on each valve appeared seated within the dcs spindle pockets, and the capsules were advanced forward covering the paddles and top portion of each of the valves. The inflow cones were then advanced to crimp the inflow portion of the valve. The loading was completed with no visual or tactile anomalies noted on either valve. The valves were then deployed in warm saline, and appeared to deploy uniformly, without evidence of any infolds or underexpansion issues. The nitinol frame features a latticed strut design which allows the valve to be compressed and loaded into the delivery system. During either the loading or recapture process, the struts may cross over and catch on each other while being compressed, which in some cases potentially can cause infolding. There was no information to suggest a device quality deficiency related to this event. Based on the available information, the presumed infolds on the first valve deployed appears to have occurred as the valve was being deployed, then this valve was withdrawn from the patient. The second valve was then deployed, and after recapturing due to high placement, the valve was noted to have an infold during recapture, it was retrieved and withdrawn from the patient. It is unknown if a pre-implant or post-implant balloon aortic valvuloplasty (bav) had been performed for either valve implant attempt. Per the IFU, in the event that valve function or sealing is impaired due to excessive calcification or incomplete expansion, a post implant balloon dilatation of the valve may improve valve function and sealing. To ensure patient safety, valve size and patient anatomy must be cons idered when selecting the size of the balloon used for dilatation. The balloon size chosen for dilatation should not exceed the diameter of the native aortic annulus. To further investigate these types of events for infolding, a CAPA has been opened. After the second valve was withdrawn it was reported that severe aortic regurgitation and low cardiac output were observed. Aortic regurgitation can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions, and a conclusive cause could not be determined from the limited information available. It is also unknown if the aortic regurgitation was being reported on the native valve or the evolutplus valve prior to it being removed. A third valve was then loaded and implanted. Cardiopulmonary resuscitation (CPR) was performed on the patient, to get cardiac output restored. The report of patient death at implant stated that the cause was due to cardiogenic shock due to severe aortic regurgitation, with too much stress on the heart after multiple implant attempts. An autopsy was not performed, and the third valve was not returned for analysis. With the limited information available, a relationship between the device and the death could not be established. This event does not indicate device misuse or malfunction. Trends for this event type have been assessed and have been reviewed in the product quality meeting (pqm) and no further action is recommended at this time. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that the first valve attempted to be implanted had a serial number of (B)(6). Corrected data: b5 - the device serial number of the first valve was erroneously reported as (B)(6), the correct valve serial number of the first valve is (B)(6). Updated data: h6 - eval method code, eval results code, eval conclusion code. Product analysis: upon receipt at medtronic's quality laboratory (device serial number (B)(6)), the valve was received in its original packaging and original container jar, submerged in clear solution. The valve was discolored showing evidence of blood contact. All leaflets were flexible and intact. Leaflets showed signs of creasing, conditions resulting from crimping and recapturing. All leaflets were wavy in the closed position with gaps between the free margins of the leaflets. All commissures were intact. The valve was submerged in cold saline for 5 minutes to initiate loading simulation. Upon loading, both paddles appeared seated within the dcs spindle pockets. The capsule was advanced forward covering the paddles and top portion of the outflow crown. The inflow cone was advanced to crimp the inflow portion of the valve. The loading of the valve was completed, no visual or tactile anomalies were noted. The valve was deployed in a warm saline bath (37°c) and appeared to deploy uniformly; no infolding was observed. The valve was completely deployed and exhibited full dilation. Upon receipt at medtronic's quality laboratory (device serial number (B)(6)), the valve was received in its original packaging and original container jar, submerged in clear solution. The valve was received discolored showing evidence of blood contact. Leaflets showed signs of creasing, conditions resulting from crimping and recapturing. Two leaflets were partially coapt while one leaflet was in the closed position. All commissures appeared intact. The valve was submerged in cold saline for 5 minutes to initiate loading simulation. Upon loading, both paddles appeared seated within the dcs spindle pockets. The capsule was advanced forward covering the paddles and top portion of the outflow crown. The inflow cone was advanced to crimp the inflow portion of the valve. The loading of the valve was completed, no visual or tactile anomalies were noted. The valve was deployed in a warm saline bath (37°c) up to the point of no recapture and appeared to deploy uniformly. At this point, the valve was fully recaptured and appeared to retract uniformly; no infolding was observed. The valve was fully deployed and exhibited full dilatation. Conclusion: the investigation is in progress. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.